Event description:
Patient was scheduled for a right cranioplasty for a prosthetic cranial implant which was specifically made for the patient by synthes. Before the procedure started, time-out was done according to policy and procedure. The implant was in the room and opened on the sterile field. The synthes sales rep was in the room and confirmed that the prosthesis is correct. The incision was made and when the surgeons attempted to put in the implant, it didn't fit. It was noted to have been made for the wrong side. The surgical team used the old method of making a cranial plate for the patient. Upon further investigation, the company stated "the machine was programed for the wrong side." The company was requested to provide us with documentation of the error and was invited to attend a or product evaluation committee meeting on 08/05.